Event description:
During a site visit, customer reported that staff "observed fluid (kcl) infusing from the secondary line, back into the primary IV (d5w). Primary tubing did have a back check valve." No patient harm was reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.